Event description:
According to the reporter, during a procedure, there was a problem with the display of the negative plate indicator light of a high-frequency dissector in the operating room. When the machine was not connected to the negative plate, the negative plate indicator light of the machine could display normal green, it could not be used. After the problem occurred, the high-frequency dissector was immediately replaced and contacted the engineer for check and repair. The event did not adversely affect patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.